Event description:
The customer reported the device will not start up on battery power nor charge. If a loss of power occurs during use it could cause the unit to shut down due to back-up battery not working. No patient involvement reported.